Event description:
The complainant reports that the o2 concentration reading was high and an alarm was generated from the ventilator while in use on pt. The ventilator and compressor were replaced. There was no injury.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device mfg facility. The mfg facility provides product failure investigation, analysis and resolution for the device described in this report.